Manufacturer narrative:
Block d10: concomitant product: model number/catalog number: 1201. Serial number: (B)(6). Model/catalog description: tined lead. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient with this neurostimulator lost over 100 pounds and their ins migrated. The patient was also not compliant with charging and was not getting adequate stimulation. They replaced their r15 device with an f15. The pocket location was revised. There were no patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator lost over 100 pounds and their ins migrated. The patient was also not compliant with charging and was not getting adequate stimulation. They replaced their r15 device with an f15. The pocket location was revised. There were no patient complications.